Manufacturer narrative:
The pump was discarded by the pt after removal.

Event description:
It was reported by the pt that following arm surgery, the pain pump which had been placed stopped delivering the medication. The pt removed the pump without complications and continued taking the oral medication which had been prescribed at the time of discharge.